Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The analysis revealed a rubbed through insulation at approx. 19 cm distal to the is-1 connector pin. The coating of the conductor cables was found damaged in this area. These findings can be considered as the root cause for the observed oversensing, as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. The deformation of the shock coil occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 30 months, ventricular oversensing and noise in the ff channel were reported. No adverse patient side effects have been reported. This device was explanted and returned for analysis.